Event description:
It was reported that the reservoir leaked into the insulin pump. Caller stated that her daughter's blood glucose reading was 20 mmol/l. There is moisture in the reservoir compartment. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.